Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had a heart attack that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The customer took off the pump as they were having low blood glucose and was not feeling well. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.